Manufacturer narrative:
.

Event description:
It was reported that the vns patient was in the hospital due to an increase in seizures. The patient's device was tested and diagnostic results showed normal device function. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up with the physician revealed the increase in seizures were below pre-vns baseline levels. The event was just part of the patient's normal seizure pattern and is not believed to be related to vns. Vns has helped reduced the patient's seizures but the patient continues to have seizures. The physician had checked the patient's device and diagnostics were normal. No programming changes were made as the physician did not attribute the event to vns.